Manufacturer narrative:
(B)(4). The device was evaluated by the arjo representative. According to the results of inspection, the hoist was in an unsafe condition there were a non-standard parts fitted in the device, such as the column. There was a lot of rust in numerous places, especially around the base of the column and the jib securing bolts. The lifting wire which had snapped was rusty. In general, the pool lift was in bad condition and was removed from service. The customer facility representative was not able to provide date of any recent servicing being carried out. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of mk1 pool lift. It was reported that the seat with patient on it detached during use. According to the event description, the caregivers (leisure center staff) were raising the customer on the lift out of the pool and stopped when they reached the top of the stroke (highest point). Before they attempted to traverse the chair over to poolside, the lifting wire snapped and dropped the customer back into the water. The staff reported that this was approximately 2 meters. The pool staff removed the customer from the water with the aid of a spinal board. The customer was not injured except for some localized bruising and did not require treatment.

Manufacturer narrative:
Arjo was notified about an event with involvement of mk1 pool lift. It was reported that the seat with patient on it detached during use. According to the event description, the caregivers (leisure centre staff) were raising the customer on the lift out of the pool and stopped when they reached the top of the stroke (highest lifting point). Before they attempted to move the chair over to poolside, the lifting wire snapped and dropped the customer back into the water. The staff reported that this was approximately 2 meters. The pool staff removed the customer from the water with the aid of a spinal board. The resident was not injured, except for some localized bruising, and did not require treatment. The device was evaluated by an arjo representative, who found a snapped wire on the drum assembly covered with rust, rust was also visible in numerous places, especially around the base of the column and the jib securing bolts, unauthorised parts were fitted in the device (e.g. A pool lift column). The pool lift was in general poor condition therefore removed from service. The pool lift in question was not under arjo service contract but maintained by the 3rd party company. The customer facility representative was not able to provide date of any recent servicing being carried out. Mk1 pool lift operating and product care instructions (opci) booklet provides information and illustrations which instruct how to use the pool lift, including service-related warnings and information: ¿warning: arjo recommend that the pool lift is maintained at regular intervals, see arjo preventative maintenance schedule (¿).¿ ¿the components listed below are critical to the safe operation of the pool lift and must be regularly examined and replaced at the following intervals: wire rope:- inspect every six months and replace if necessary. Wire rope and drum assembly:- replace regardless of appearance, every two years.¿ ¿un-authorised modifications on any arjo ltd equipment may effect it¿s safety and are in breach of any warranty on it. Arjo ltd will not be held responsible for any accidents, incidents or lack of performance that occur as a result of any un-authorised modifications to its products.¿ ¿arjo strongly advise and warn that only arjo company designated parts, which are designed for the purpose, should be used on equipment and other appliances supplied by arjo, to avoid injuries attributable to the use of inadequate parts.¿ the expected operational life of this arjo pool lift is 10 (ten) years from the date of manufacture. The involved device was manufactured in 1987, so 33 years before the incident occurred and was reported to arjo. In summary, according to the customer allegation, the device¿s lifting wire snapped and the seat detached off the lift, so the device was not according to the manufacturer¿s specification. The pool lift was used for a patient therapy at the time of event. This complaint was decided to be reported to the regulatory authorities due to malfunction (snapped lifting wire) resulting in chair detachment and patient fall.